Event description:
A physician reported that during an intraocular lens (iol) implant procedure, after implantation of lens it was noted that both the lens haptics were tightly adhered to the optic and could only be separated with difficult manual manipulation. Additional information has been requested, received and stated patient current condition was good. This report is associated with multiple complaints. This file is 5 of 5.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).